Manufacturer narrative:
An evaluation is in-process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a donor unit that was collected on (B)(6) 2016 generated a (B)(6) abbott prism hbcore result. The customer indicated the donor unit generated ultrio nat (B)(6). When separated out for individual testing, (B)(6). The customer further indicated the (B)(6) results were considered to be from the window phase of detection by prism and the blood unit was frozen for potential commercial resale. The donor unit was not transfused.

Manufacturer narrative:
Ticket searches for the likely cause lot identified normal activity; no additional tickets for sensitivity were found. A review of the device history record for the likely cause lot did not reveal any issues related to the customer's observation. Review of the cber release panel testing for the likely cause lot was performed; all testing met specifications. Additionally, the tracking and trending review for the product determined that there were no adverse or nonstatistical trends identified. Further, a review of all tickets related to patient results for the assay since (B)(6) 2016 determined that this was the only ticket identified for sensitivity. Label reviews were also performed and found to adequately address the customer's issue. Since the likely cause reagent lot expired prior to the receipt of the complaint testing could not be performed. Therefore, a review of the prism field data was performed to assess performance of the abbott prism hbcore lot 63107m500. This review included a comparison of initial and repeat reactive rates for the lot to the package insert claims as well as a comparison to other masterlots within a similar timeframe. Additionally, positive and negative control data were compared to package insert specifications and other lots within a similar timeframe. The outcome of this review determined that the reagent lot to be within package insert claims and specifications as well as performing comparable to other lots within a similar timeframe. The FDA-licensed hbv nat can detect evidence of infection at an earlier stage than is possible using approved antibody to hepatitis b core antigen (anti-hbc) tests. A review of all data associated with this complaint indicates these results are consistent with a "window donor" in which the onset of infection precedes the detectability of the abbott prism hbcore, however the evidence of infection is detectable by FDA-licensed hbv nat testing. Based on the results of this investigation the prism hbcore assay is performing acceptably and no deficiency was identified.